Event description:
Boston scientific received information that the patient fell and dislodged this lead. The lead was explanted and a new one was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.